Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy {full}, salpingectomy {bilateral}, oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain : dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Product indication was updated. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.